Event description:
I purchased the fasciablaster from (B)(6) for relieving lower back pain. I watched her videos and followed the extremely limited instructions included with the blaster. After seeing her post instructions on her (B)(6) page to "blast" the entire body because "all fascia is connected", and within a few sessions started experiencing sacro iliac joint pain. The problem escalated and I could not sleep and was uncomfortable doing normal activities. During this time I also began experiencing unexplained weight gain; inflammation over my entire body, and a general feeling of malaise. After discontinuing use of the blaster, I noticed my skin had loosened and I had lost muscle tone and definition that I'd had my entire life as an avid active and fit person. Despite best effort, cutting calories and increasing exercise I could not drop the weight gained during blasting. Only after beginning to take adrenal support and hormone balancing supplements along with cohosh lowering supplements, did I begin to lose the inflammation and weight. This device is dangerous and harmful, is not based on science despite (B)(6) false claims. I have since discovered that (B)(6) is making many false claims regarding this device and her qualifications. People should be warned about the harmful effects.